Event description:
A patient developed erythema and edema at injection sites, approximately one month after the first treatment with bovine collagen. The physician diagnosed hypersensitivity to bovine collagen and prescribed a medrol dose pack for the patient, which was temporarily effective in alleviating the symptoms. The patient later developed a sterile abscess which another physician incised and drained.